Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a abr procedure, the wire inside broke before the force was applied immediately. The part where the thickness changes was broken. The case was completed by using a new product. No patient harm.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-45r (no batch indicator present) was received for investigation. Visual inspection identified that the distal end of the ar-4068-45r shaft had been cut off cleanly, consistent with interference between the suturelasso and a power tool. Dimensional assessment with digital micrometer blade ID: 4198 determined that approximately 0.90610" of the suturelasso shaft fragmented. Additionally, the curved distal tip of the suturelasso had broken off, but was not returned for analysis. The breakage point at the distal end of the shaft fragment was blue, with charring also present, identifying that the fragment had been exposed to high temperatures.